Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off during use event on (B)(6) 2024 and exact dates for each event was unavailable. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1876192 - MDR 3003442380-2024-05060- device 4 of 8.